Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced clogged. The following information was provided by the initial reporter, translated from finnish to english: this is not the right way to do it, but that is how they do. B. Braun tubing connector part is too short, it does not open nfc properly if the tubing is not screwed properly to the nfc.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary a mz1000 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 21105073. The feedback provided by the customer indicates a complete occlusion was detected; additional information provided by the customer indicates that the connecting products were b.braun products. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105073 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced clogged. The following information was provided by the initial reporter, translated from finnish to english: this is not the right way to do it, but that is how they do. B. Braun tubing connector part is too short, it does not open nfc properly if the tubing is not screwed properly to the nfc.